Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: it was reported by customer that they received a product concern from one of our infusion centers. Some IV tubing broke apart.

Manufacturer narrative:
One sample model 2426-0007, lot 24125053 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the inlet of the most distal y-site. No other defects or abnormalities were observed. The customer complaint was verified, and a quality notification was sent to the manufacturer. From the manufacturer's investigation, could be related to lack of solvent for an incorrect insertion of tubing to solvent dispenser by the production personnel due to opportunities with the solvent dispenser. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.